Event description:
It was reported that the patient was overall quite satisfied with her recently implanted system. However, sometimes she felt ¿zapping sensations¿ on the belly-button side of the implant site. It was bothersome at times, especially after she ate, and felt like ¿it wanted to explant itself.¿ no interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 4351-35, serial#(B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Additional information reported that the patient had their devices removed and wanted to try it again. The patient stated that their device was replaced because their healthcare provider wanted to give them an updated version. The patient had a j tube placed at the same time as well. No further complications are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4)